Event description:
Report received indicated that stent had been partially deployed. When the physician opened the sterile pouch and flushed the stent delivery system (sds) guidewire lumen during prep he noticed that the stent was already partially deployed. Therefore this product was not use in-pt and another sds was used (brand unk) for the completion of procedure. There was no reported pt injury. The product will not be returning.